Event description:
The customer, a nurse, reported that she was hospitalized with diabetic ketoacidosis. After wearing this device for less than a day, her blood glucose ranged from 300-400 mg/dl. She went to the hospital where they measured her bg at 598 mg/dl. She was in the intensive care unit for two days. She did not have time to give history leading up to the event at the time of the call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis. No quantification record review was performed as no product lot number was reported. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."